Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as escalation of care from an impella cp device. The impella 5.5 pump was placed, but with extracorporeal membrane oxygenation (ECMO) decannulation, the pump came out of appropriate position. The malpositioned pump was explanted and replaced. The team additionally noted the patient was suffering from new mitral regurgitation that resolved with the pump removal. The team also drew plasma free hemoglobin and the patient had signs of hemolysis. They believe the hemolysis was due to a combination of the pump-ECMO. The patient remains on impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: axillary insertion of impella 5.5 catheter. ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter. ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
B2 death and date of death added. B5 additional information received added. H1 type of report updated to death. H6 revised to reflect death d6b explant date was erroneously entered on the initial manufacturer device report number 1220648-2024-10712. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-10712. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-10712. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10712.

Event description:
Additional information received from the clinical site that the patient expired on (B)(6) 2024. The relationship being "unknown" to the use of the impella.

Manufacturer narrative:
The investigation for the reported hemolysis, positioning, and heart valve damage issues has been completed. Product was not returned for investigation. Data logs were returned and investigated. Multiple suction alarms were seen during the time of alleged hemolysis, but the exact time for hemolysis is unknown. Patient was also on ECMO which can be a potential contributor to hemolysis. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information provided and data log investigation is inconclusive. The pump was pulled back while decannulating ECMO and repositioning the pump. No other information is provided. The pump was explanted due to failed positioning attempt. Therefore the root cause of the positioning issue was most likely use related. The patient updates on 4/30/23 mention that the impella was displaced into aorta and repositioning was difficult. Data logs show multiple "impella position unknown" and "impella in aorta" alarms around that time along with spread placement signal. The mr was resolved once the pump was explanted and implanted again. Therefore, the root cause of the heart valve damage issue was not determined since product was not returned and insufficient clinical information provided.